Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced cystocele and vault prolapse. Erosion of implanted vaginal mesh to surrounding organ or tissue, urgency of urination, uti. The patient also experienced recurrent vaginal prolapse status post sacrocolpopexy with transvaginal mesh and mini sling and patient has confirmed allergy to polypropylene. The device was explanted.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced weak strength of pubococcygeus / puborectalis muscles, urinary tract infection, pain, prolapse, incision separation with chronic discharge, hematuria, sharp vaginal pain and irritation, small vaginal mesh extrusion/exposure through vaginal wall, pelvic floor dysfunction, difficulty walking, constipation, anal spasm, vaginal bleeding, pain, discharge, dyspareunia, can feel poking sensation from pieces of mesh, rash and blistering. Hospital admission ¿ acute on chronic cystitis.